Event description:
It was reported that an occlusion alarm occurred. Additionally, it was reported that a cartridge alarm occurred. Reportedly, the customer had filled the cartridge with 250 units of insulin. A supply change was performed to address the issues. It was reported that the customer experienced elevated blood glucose (bg) displayed as "high" on the continuous glucose monitor . A correction bolus was delivered to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.